Manufacturer narrative:
Note: product reference 4430092 not cleared for sales in the USA, but a similar product reference 5430095 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr m0788990 of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in april 2013. Investigation results: we received for investigation pictures of the explanted device showing the rupture at the port juncture. We did not receive the device nor the x-ray pictures. Conclusion: unfortunately, we did not receive the complained sample, nor x-ray pictures to be able to perform our investigation. Without the necessary elements for investigation, we cannot conclude on the root cause of this incident. The rupture at the port juncture could be initiated at the implantation procedure but we did not receive the device to confirm this hypothesis. This is a rare incident, no corrective action is envisaged. However, if new elements become available, this complaint will be re-opened. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter rupture and migration: "there was no blood return during maintenance after treatment. One month later, the patient complained of heart discomfort and came to the hospital for examination. The catheter was found to be broken at the port junction and floating in the heart. The next day, the catheter was removed by interventional technique."